Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 03.404.019s, synthes lot #: 46p3533, supplier lot # 46p3533, release to warehouse date: 27-feb-2020, expiration date: 28-feb-2030, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during bone grafting on (B)(6) 2020, the 11.5mm and 10.5mm reamer/ irrigator/ aspirator (ria 2) reamer heads were sheared off in the canal and left inside the patient. The procedure was successfully completed without a surgical delay. Patient status is unknown. Concomitant device reported: unknown ria 2 drive shaft (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 11.5mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).